Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 07-aug-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 07-aug-2020: distal cap - fixed type failed epoxy seal integrity inspection, leak at biopsy channel (large/ primary) inlet side, up/ down brake knob/ lever markings faded, right/ left control knob markings faded, up/ down control knob/ lever markings faded, distal tip annual maintenance, right/ left brake knob markings faded, failed dry leak test, segment steel braid cut, lightguide prong cover glass set loose, failed wet leak test, insertion tube buckles at end of root brace, operation channel- primary, kinked at end of insertion root, control body mild corrosion inside, fluid invasion not observed in pve connector. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, bending rubber, distal case/cap, insertion flexible tube, staycoil collar, segment staycoil assy imp-c/pb-free, o-ring(0.5x1.3), o-ring (1.8x19.8), eog valve assy. The video duodenoscope is currently awaiting repair completion and qc final approval as of 01-sep-2020.